Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy procedure the second slide allegedly self activated when primed. There was no patient contact.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. During evaluation the cannula fired automatically. An x-ray showed insufficient cannula tang engagement, and upon disassembly the left bumper was found bent within the device housing. Therefore, based upon the cannula firing automatically, this investigation is confirmed for cannula self-activation. However, the investigation will remain inconclusive for the alleged stylet self-activation, as functional testing was not completed due to the identified failure. The bent bumper may have contributed to both the reported and identified failures. However, the definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during preparation for a biopsy procedure the second slide allegedly self activated when primed. There was no patient contact.